Manufacturer narrative:
Medtronic received additional information that this device was replaced due to severe, symptomatic, mitral regurgitation, and mitral stenosis. The specific patient symptoms were not mentioned. The patient tolerated the replacement procedure well and no other adverse patient effects were reported. Patient weight added , patient's relevant medical history added, device unique identifier added. Patient codes updated.

Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to gather additional information and request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that approximately twenty years, two months post implant of this annuloplasty in the mitral position, this device was explanted and replaced with a bioprosthetic valve. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.